Event description:
It was reported that out of range issues occurred between the transmitter and pump. There was no reported impact to customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, out of range alerts were observed.